Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device's lcd display was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device's display was intermittently distorted and was not legible. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.